Event description:
The following has been reported: biomed reported: serial number: (B)(6). Complaint: reload cassette. Patient involvement: no. Active infusion: no. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review of the logs identified the following issue: clogged admin set. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump problem, tubing set error (clogged admin set), was unfounded. Per the biomed, new logs were reviewed, the pump was able to pass test infusion with not signs of faults or errors. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.